Manufacturer narrative:
Continuation of concomitant: 383059 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the patient experienced a systemic infection, and as a result, the implantable pulse generator (ipg) system was explanted and will be replaced at a later date. No further patient complications have been reported as a result of this event.